Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated there was pieces of plastic coming off the insulin pump when they remove and insert their reservoir. The customer also reported a crack on the lcd screen. Customer's blood glucose was unknown. The customer stated they had bumped their insulin pump into the counter, causing the damage to the screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with cracks to the case, battery tube threads, reservoir tube lip and a stained end cap sticker.